Manufacturer narrative:
The mayfield triad skull clamp a1108 was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device was unable to verify customer reported issue as valid. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure, this would not have caused a slippage. When the unit is properly positioned and put under pressure it would not have slipped. The reported event of possible slippage could not be duplicated. General maintenance has been performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs team could not duplicate slippage. Probable root cause of a slippage is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield triad skull clamp a1108 had a possible slippage. The facility has not reported if there was patient involvement, injury or surgical delay relative to this event.